Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The customer also advised that the device readiness display showed all 3 icons. In this state defibrillation therapy may be delayed if needed, in addition, the illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported with the event.

Manufacturer narrative:
The device was observed to operate properly during functional and performance testing. However, it was determined to send the customer a new device under warranty. The returned device was archived by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The customer also advised that the device readiness display showed all 3 icons. In this state defibrillation therapy may be delayed if needed, in addition, the illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported with the event.